Event description:
It was reported that, "reason for the explant - loosening of the implant. Found it is pitted after removal."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.